Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received. The doctor stated the patient complained of near vision issues, she reportedly couldn''t see. Visual acuity was 20/30; so yes she was a little near sighted. Her distance vision was very good. The patient wanted the lens removed/explanted, so the doctor referred the patient to another doctor for review. That doctor explanted the lens, date unknown. Reportedly, the patient had issues during the surgery, not described, and then was referred to yet another doctor where a sutured lens was placed. The outcome is unknown. No further information was provided. The following has been updated accordingly: 2138. 3191 - lens explanted. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: explant is planned however not yet confirmed. (B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that a symfony lens was implanted into the patient's left eye was the wrong power. An explant is planned. No further information provided.